Event description:
It was reported that during an implant procedure, the patient stopped breathing prior to implantable pulse generator (ipg) being connected to spinal cord stimulation (scs) leads. The case was aborted and the patient reportedly doing well. The ipg and 35 cm tunnelling tool was opened but not used.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-surg acc, upn: m365sc42540, model: sc-4254, batch: 36244647, UDI: (B)(4).

Manufacturer narrative:
(Sc-1232- sc-1232). The returned implantable pulse generator (ipg) was analyzed and passed visual inspection. With all the available information, boston scientific concludes no allegation against the device. The procedure was aborted because the patient stopped breathing (apnea). Therefore, this investigation is assigned the conclusion code adverse event related to procedure. (Sc-4254- (B)(6). The returned tunneling tool was analyzed, passed visual inspection.

Event description:
It was reported that during an implant procedure, the patient stopped breathing prior to implantable pulse generator (ipg) being connected to spinal cord stimulation (scs) leads. The case was aborted and the patient reportedly doing well. The ipg and 35 cm tunnelling tool was opened but not used.